Event description:
A customer reported to beckman coulter inc., (bci) that three patient samples gave higher than expected results using the dsl inhibin a methodology. The results are discordant to the oxford-bioinnovation inhibin assay which gave negative results. Based on available information, patients underwent further diagnostic testing.

Manufacturer narrative:
Patient samples were sent to customer product line support (cpls) for further testing. Cpls confirmed the results were due to heterophile interference. Per product labeling, the assay is not validated for use to determine gonadal maturity in children. For assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample.